Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the surgeon noticed the ¿global adv. Center/periph bit¿ in question was hard to use because the tip of center/periph bit in question was worn and dull. It was found during the shoulder replacement arthroplasty on (B)(6) 2017. There was surgical delay in 30 minutes and no harm to the patient.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.